Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that there was an episode of supra ventricular tachycardia (svt) and the doctor thought it was ventricular tachycardia (vt) where it goes from a-v conduction to v-a conduction. The patient was not feeling well during those episodes so the patient went to emergency room. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.